Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was explanted for multiple pump stops and outflow graft occlusion. The clinical visualized thrombus throughout the pump and outflow after explant. The pt is off support due to some ventricular recovery. The attached user facility report (B)(4) was rec'd from the (B)(4) registry.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report (B)(4) was rec'd from the (B)(4) registry.